Manufacturer narrative:
It was recommended by the covidien customer service engineer (cse) to replace the gui to breath delivery unit (bdu) cable. The customer reported following the cse recommendations and the malfunction has been corrected. The customer has conducted final testing and put the device back in service. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred.